Event description:
During troubleshooting, the home patient (hp) stated she removed her cap, opened the transfer set, and drained out. The technical service representative (tsr) explained the risk of draining improperly and advised the hp to contact the dialysis nurse to inform them of improper draining. A follow up was done via phone call. The nurse stated that they were aware of the patient disconnecting and draining incorrectly. They are not sure of what was causing the draining issues, and there have not been anymore since. There was no injury or medical intervention was reported and the hp has continued therapy with no further problems.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error, and there was no allegation of a product malfunction should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of a user error. Per the report, during troubleshooting, the patient stated she removed her cap, opened the transfer set and drained out. This cannot be confirmed in the lab due to a lack of sample. The determined root cause is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.